Event description:
This device was implanted on (B)(6) 2013 and still remains implanted at this time. It was noted on (B)(6) 2016 that the device generated alarm signal every 4 hours with equal intervals. The physician was unknown is (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).